Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with the insulin pump. Customer reported that the pump stopped working in the middle of her wedding reception. Customer's blood glucose at the time of the incident was not included in the report. Product is being replaced.